Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had huge sensor glucose of 45 versus blood glucose of 170 mg/dl differences. Customer stated that the difference is outside acceptable range. Customer was advised to turn off the suspend function for the night and observe the sensor behavior. Customer also reported the lost sensor signal alerts. Customer was explained what cause the problem.